Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sigmoidectomy. According to the reporter: the handle of the device broke. A small plastic piece of the device broke of and fell into the abdominal cavity. It was subsequently retrieved.